Event description:
Additional information received, which indicates that the symptoms were improving after the vitrectomy, but cystoid macular edema (cme) appeared and the visual acuity had not recovered. A bactrim inspection was performed.

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, the patient developed endophthalmitis. A vitrectomy was performed along with steroid and an antibacterial agent treatment. The inflammation was confirmed. The steroid and antibacterial treatments were increased. A hypopyon was observed and the steroid treatment was stopped. Ophthalmic drops and oral medication were prescribed. The hypopyon vanished, the inflammation was alleviated and the ophthalmologist believes it was infectious/hypovirulent. The lens remains in the eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-(B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(4) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Manufacturer narrative:
Evaluation summary: a photo evaluation was provided by a staff physician. Although a true assessment may not be completed based on the provided pictures, the images may be compatible with: post-operative intraocular inflammatory reaction, hypopyon, cystoid macular edema. Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(6). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(6) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(6) market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the (B)(6) market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(6) market. A corrective and preventive action has been instituted; the investigation is ongoing. (B)(4).

Event description:
Additional information was provided by the surgeon, who reported further details regarding the initial report that the patient developed anterior chamber cells and cystoid macular edema (cme) approximately 6 weeks following the intraocular lens implant procedure. After the onset of inflammation the symptoms improved with antibiotics, but the treatment became not effective. Seventeen days later the patient experienced eye pain, developed hyperemia, fibrin, hypopyon and an increase in anterior chamber cells. The hypopyon appeared again the following month and there was an increase in anterior chamber cells and posterior synechia was observed. A vitrectomy and an anterior-posterior capsulotomy were performed. Inflammation was improved, but observed exacerbation of cme and restarted steroid eye drops. Cme seemed to improve and the steroid eye drop were stopped, however, cme exacerbated again and the steroid was restarted. The bacterium test results were negative. Cme still remains but the symptoms are improving. Inflammation in the anterior chamber is improving and maintaining good visual acuity after the vitrectomy and no exacerbation have occurred.